Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use the rn opened the recorder door to replace the paper, it was noted that the pump turned off and re-booted. As a result, the staff restarted the pump successfully, but swapped out the pump for another a short time later. The pump was sent to biomed to be serviced, and when the pump was checked out, the pump issued a system error 10 alarm. Upon inspection it was noted that saline had gotten onto the recorder. The recorder was replaced. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iabp shut off in use is confirmed. Saline contamination was noted on the returned recorder assembly. A saline spill can cause an electrical short circuit, resulting in pump shut off. The root cause of this complaint is unintentional user error. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use the rn opened the recorder door to replace the paper, it was noted that the pump turned off and re-booted. As a result, the staff restarted the pump successfully, but swapped out the pump for another a short time later. The pump was sent to biomed to be serviced, and when the pump was checked out, the pump issued a system error 10 alarm. Upon inspection it was noted that saline had gotten onto the recorder. The recorder was replaced. There was no report of patient complication or serious injury and death.